Event description:
Sales consultant reports that the head of the screwdriver came off. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.